Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet began. Once a final investigation is complete, a follow up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported no oxygen delivery during use on a patient on the lap top ventilator 1200. The customer reported there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Visual inspection of the uut (unit under test) found no signs of damage or misuse. The unit under test was installed on a test stand as received and underwent testing in an effort to duplicate the failure. O2 blender checkout: c output flow 1-7. Testing found solenoids 1-4 to be within specification with a solenoid #1 flow reading of 5.8lpm should be 5.79 to 6.01lpm. Solenoid #2 flow reading of 17.8lpm should be 17.45 to 18.15lpm. Solenoid #3 flow reading of 47.7lpm should be 46.36 to 48.24lpm. Solenoid #4 flow reading of 48.1lpm should be 46.36 to 48.24lpm. The original complaint was not duplicated in the fa lab. The unit under test was tested and found to function normally. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.